Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 175 mg/dl and the sensor glucose was 42 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Threshold/low suspend limit in sensor settings: 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.